Event description:
Depuy pinnacle liner dissociation. The polyethylene liner dissociated from the modular acetabular component. The patient returned to the operating room for revision surgery after this was noted on physical exam and radiographic imaging.